Event description:
The scrub nurse reported via the representative that when the surgeon was fitting an exeter stem, the spigot was allegedly too wide to fit onto the stem introducer. The customer further reported that force was applied to fit the spigot onto the introducer. Surgery was completed successfully.

Manufacturer narrative:
An unknown spigot protector was noted in this report. It is uncertain if that instrument caused or contributed to the reported event. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device implanted.